Event description:
It was reported to baxter mexico that a flogard infusion pump had a damaged power cord. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "power cord damaged" was confirmed during device evaluation. The power cord was replaced to resolve the reported condition.